Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-04077. The patient received two extension with the same lot number. It was reported the patient had a procedure on (B)(6) 2014 for a two level disc replacement. During the procedure the physician opted to test the scs system, since impedance issues were noted in the past. The patient reported stimulation coverage prior to the procedure but the physician opted to address the system issues at the same time. It was determined with intraoperative testing the extensions showed some impedances, as well as the lead. The physician opted to only replace the extensions during the procedure, providing improved impedances. The lead was left implanted had 3 invalid contacts.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.